Event description:
Patient had been experiencing increased pain/withdrawal symptoms. The patient was treated with oral medication. The pump was explanted and replaced and returned to the manufacturer for analysis. The patient is reported to be doing well post replacement surgery.